Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and CPR electrode pads were returned to zoll medical corporation for evaluation. The customer's reported problem was observed during the review of device history logs and intial testing of the device. However, the device was put through extensive testing including bench testing, power cycling and full functional testing without duplicating the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.